Manufacturer narrative:
Problem code 2906 captures the reportable event of clip difficult to release from the catheter. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue but was difficult to release from the catheter, as no click was heard. Eventually, the clip was able to release from the catheter. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on october 31, 2019. It was reported that the procedure was completed with a resolution clip device.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6), 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue but was difficult to release from the catheter, as no click was heard. Eventually, the clip was able to release from the catheter. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.